Event description:
It was reported that the patient's programmer was beeping only on one setting, but appeared to be working fine. Examination revealed high impedance readings on all pairings of 0 contact. Reprogramming was accomplished and the patient was reported to have effective therapy.

Event description:
Additional review of the event clarified the patient programmer only beeped with one of the patient's implantable neurostimulators. It was unclear with which neurostimulator the event occurred. Additional information received reported all combinations with electrode 3 showed impedance measurements >40,000 ohms on (B)(6) 2012. Electrodes 0-1, 0-2, and 1-2 measured between 11,600 and 13,000 ohms. The patient had an appointment scheduled for (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the left implantable neurostimulator (ins) never "beeped" since implantation. It was also noted that the patient experienced a shocking sensation with a return of tremors on his right side. In addition, it was reported that the device impedances were fine before the problems reported in (B)(6)2011. The patient's neurologist wanted to replace the ins due to the impedance issues. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Programmer model 37642, serial # (B)(4), ins model 37602, serial (B)(4), implanted: (B)(4), explanted: unknown, lead model 3387-40, serial #(B)(4), implanted: 1998 (B)(6), explanted: unknown, lead model 3387-40, serial # (B)(4), implanted: 2004 (B)(6), explanted: unknown, extension model 7495-51, serial # (B)(4), implanted: 1998 (B)(6), explanted: unknown, extension model 748251, serial # (B)(4), implanted: 2004 (B)(6), explanted: unknown.